Event description:
It was reported that during an a-fib procedure, the ablation catheter was not recognized and error 901 was shown. The carto 3 system was rebooted; the ablation catheter and the cable were replaced before the complaint was reported. The customer was advised to reboot the piu and workstation with all catheters removed. The catheter was replaced again with no resolution. The case was cancelled. After follow up with the customer regarding the case cancellation, it was stated that the patient was under general anesthesia (approx 2 hrs) and transseptal puncture was performed prior case cancelation making this event reportable.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the analysis repair is completed. Concomitant products: ez steer thermocool sf nav us: catalog #: bni35dfh, lot #: 15590948l. C3 interface cable - therapeutic us: catalog # cr3425ct, lot #: 13507717l. Ez steer thermocool nav 4mm us: catalog # bni75tcdfh, lot #: 15473546m. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the ablation catheter was not recognized and error 901 was shown. The patient was under general anesthesia and transseptal puncture was performed prior case cancelation. The field service engineer (fse) checked the system and it was found that a defective catheter and new extender cable (had a pin bent) was the cause of the error showed in the system. The fse switched the catheter and cable that was used during the event for a test catheter / cable and by rebooting the piu the issue was resolved. The system was ready for use. The DHR associated with carto (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.